Event description:
Shanda reported battery issues with her pump, difficulty in charging, and occasional inaccurate blood glucose readings. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting with technical support and is in the process of obtaining a new pump through insurance.